Manufacturer narrative:
(B)(6) 2024 cn hpc# 10220 sterimate# 202210. 000 evaluated, meets specifications; contact customer found no issue of water flow . Suggestion trying different insert(s), checking insert(s) being used for any damage, wear and/or clogging as this is most likely causing the issue. Tested and recalibrated to manufacturing specifications. Qa by (B)(6).

Event description:
While using a cavitron select sps g124 they allege that they have no water flow and the handpiece cable is getting hot, no injury resulted.